Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas and alleged that pt's mother reports pt had a low blood glucose (bg) at school on thursday. Mother reports patient had been getting no prime warnings about 4 a day for the last week prior to low, but no other alarms in pump. Mother reports meter remote just read "low". Patient was given icing by school nurse and bg was 61 mg/dl 10 minutes later and 164mg/dl in ½ hour after initial low. Mother states patient knows she has to disconnect her pump before priming. Mother is concerned that pump is malfunctioning because of low bg. Mother spoke with doctor who feels pump is not safe to use. Mother has patient using injections since yesterday, (B)(6) 2013, and will stay on injections until pump is replaced. Mother reports no new medications, no new activities/stressors, no new diet changes reported. Customer technical support (cts) reviewed pump with mom and found no defect: time and date are correct in pump. Insulin is stored appropriately and is not expired. Walked mother through checking pump settings, I:c ratio, basal rates, bg target, isf, iob all programmed as desired per mother. Prime history shows patient changing site every three days with appropriate amount of insulin. Tdd is adding up correctly. Bolus history amounts are all given to completion and as desired per pt's mother. No recent alarms in pump history, mother report sites look good no bumps, no bruising, no bleeding or leaking at site. Mother reports patient rotates sites between abdomen, arms and legs. This complaint is being reported because a patient on insulin pump therapy experienced hypoglycemia allegedly related to a non-specific pump malfunction

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the complaint could not be duplicated during the investigation. .the pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. The delivered boluses and basals add up correctly and total the daily insulin delivery rate showing the pump was delivering accurately. Only typical usage was observed in the alarm history. Unrelated to the complaint, the audio bolus button was observed to be torn. The button is fully responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.